Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, it was found that the proximal shaft was kinked on the mapping catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.